Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage observed from the female connector of a minicap transfer set. This was further described as, "iodine solution (povidone-iodine) was found leaking from the short tube." The customer confirmed there was no issue from the iodine cap (minicap). This occurred during use of the device for continuous ambulatory peritoneal dialysis (capd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.